Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an external fixation surgical procedure. Allegedly, it was reported it was found during a doctors visit that the patient had a broken wire post. No patient complications were reported.